Event description:
It was reported that during a stenting treatment procedure, stent damage and dislodgment occurred. The 85% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending artery. The physician predilated the target lesion with a 2.0x20mm non-bsc balloon catheter. The physician then advanced a 3.0x38mm promus element stent delivery system (sds) to the target lesion, however, the sds failed to cross the lesion and the stent dislodged from the sds. Stent struts were also damaged. The physician attempted to remove the stent but it was difficult so a snare was used to remove the stent. The procedure was completed with a different device. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination found stent damage. The stent was moved distally on the balloon and was positioned approximately 10mm from the tip. The proximal section of the stent was stretched. The hypotube had broken approximately 1089mm proximal from the port. The proximal section of the device containing the manifold was not returned. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).